Event description:
(B) (4). Initial info for this spontaneous case was received from a physician via company rep on 31-jul-2007: a pt initiated therapy with injectable poly-l-lactic acid (sculptra). The pt developed granulomas. The physician attempted to treat the affected area but was unsuccessful. The granulomas were excised but have now returned. No info was available regarding product reconstitution or lot #/expiry date, or whether biopsy was performed. No further relevant info was reported. Additional info for sculptra from product technical complaint report (B) (4) dated 07-aug-2007, received by uspv on 15-aug-2007: because no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable. Addendum for follow up received on 13-sep-2007 from the reporting physician: a (B) (6) female received poly-l-lactic acid (plla) treatments from (B) (6) 2005 to (B) (6) 2006 for "volume enhancement". The last treatment prior to the onset of events was given on (B) (6) 2006. Total number of treatments was not provided. Plla (lot#a5006, expiration date jul-2007) was reconstituted with 4ml sterile water and 2 ml of lidocaine 1% with epinephrine. Approx 0.1 cc plla as depot was injected into the periocular areas bilaterally; upper na lower cheeks throughout were also injected. On (B) (6) 2006, nodules developed only along the temporal orbital rim bilaterally. Attempts to break up the nodules by subcision technique or dissolving with saline or lidocaine were not successful. Excision was finally done but recurrence and worsening of some of the nodules occurred after the excision. The pt was reported to be improving on oral prednisone and doxycycline. The physician assessed the nodules to be "clearly due to the sculptra." The physician stated that she discussed the pt with a colleague; it was suggested that the pt may have skin sarcoid and that the plla had stimulated the skin sarcoid. The physician also stated that the pt, however, does not have other signs or symptoms of sarcoid. No biopsy was taken. No additional relevant info was reported. Additional info for sculptra (lot #a5006 expiration date 31-jul-2007) from product technical complaint report (B) (4) date 16-nov-2007, received by uspv on 20-nov-2007: batch record review was without hint to root cause. The review of the device history report and of the analytical results of the involved batch did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable. Additional info received from physician on 29-jul-2008: the physician returned the health care professional form and medwatch: lot #/expiration date confirmed as a5006/jul07. On the medwatch form, the physician specified that the event was multiple injection site nodules in the peri-ocular area only. Physician reported that as of (B) (6) 2008, (date of signed form,) the nodules were still present/outcome ongoing. Report indicated that the physician planned to take pt to operating room in (B) (6) 2008 to excise the nodules and treat the bed of each nodule with fluorouracil (5-fu). No further medical info reported.

Manufacturer narrative:
This case is being reported based on new info received 29-jul-08: case received from md via company rep 31jul07: pt initiated therapy with injectable poly-l-lactic acid (sculptra) and developed granulomas. Md attempted to treat but unsuccessful. Granulomas were excised but have now returned. Info from product technical complaint (B) (4) received 15-aug-07: review of the device history report + of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. Conclusion: no faults detectable. Fu received on 13sep07 from md: a (B) (6) female received sculptra tx from (B) (6) 2005 to (B) (6) 2006 for "volume enhancement". Last tx (B) (6) 2006. Plla (lot# a5006, expiration date jul-2007) was reconstituted with 4 ml sterile water + 2ml lidocaine 1% with epi. Appr. 0.1 cc plla as depot was injected periocular areas; upper + lower cheeks injected. On (B) (6) 2006, nodules developed along the temporal orbital rim bilaterally. Attempts to break up the nodules were not successful. Excision was finally done but recurrence + worsening of some of the nodules occurred after the excision. Pt treated on prednisone + doxycycline. Md assessed the nodules to be "due to the sculptra." It was suggested pt may have skin sarcoid + that the plla had stimulated the skin sarcoid. Md stated that the pt does not have other signs or symptoms or sarcoid. No biopsy. Info for sculptra from ptc (B) (4) dated 16nov07, received by uspv on 20nov07: brr was without hint to root cause. Conclusion: no faults detectable. Info received from md on 29jul08: md returned to the hcp form + medwatch: the md specified that the event was multiple injection site nodules in the peri-ocular area only. Md reported that as of (B) (6) 2008, nodules were still present. Md plan take pt to or in (B) (6) 2008 to excise the nodules + treat each with 5fu.